Event description:
Reporter stated that a patient's capillary blood pt was measured, using the suspect device, with a result of 1.6 inr. An additional sample, obtained from the same patient, reportedly measured 2.4 inr on a laboratory instrument. Reporter indicated that patient's therapy was not modified based on the value obtained on the suspect device. Reporter stated that liquid quality control testing was performed on the suspect product and the results were within acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.